Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists infection as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to infection. During the procedure all the components were replaced. The patient did not experience any further adverse events.